Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during a shoulder subscapularis repair procedure, the surgeon fired the ar-13995n, multifire scorpion needle, and it misfired so he tried again and the needle came through without the tip. This was only his second attempt at passing the fiberlink tail. The tip was seen on x-ray inside of the patient's subscapularis after the case was completed.